Event description:
It was reported that pre-operative diagnostics prior to generator replacement surgery resulted in high impedance. Both the generator and lead were then replaced. It was reported that the surgical nurse observed blood in the lead as they were explanted; however, she was unsure if this occurred as a result of the explant or prior to explant. The surgeon reported that blood was found in the lead and there was no cut, but that a lead break was observed once the lead was replaced. The generator was received for analysis on (B)(4) 2014. The lead was not returned and is believed to have been discarded. Analysis of the generator was completed on (B)(4) 2014. Post burn-in electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.